Manufacturer narrative:
(B)(6). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. Physical inspection found that the motor was seizing, which is a known contributor to "system error 105" alarms. The motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no pt injury.